Event description:
Patient was undergoing an advanced trial procedure. Impedance checks were ran and electrodes 2 and 3 showed high impedances (electrodes 0 and 1 were green). The tined lead was replaced with a new tined lead and the case was able to be completed successfully.